Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. It was reported that the customer experienced an elevated blood glucose (bg) level with a trace ketone level. In addition, the customer required assistance due to experiencing dizziness and confusion. A manual insulin injection was administered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.